Manufacturer narrative:
Correction number - 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt received a replacement charger approx one year ago but was unable to recharge the ipg. As a result, the pt lost stimulation therapy approx a year ago. An sjm rep will meet with the pt.